Event description:
Customer reported that the pump's touchscreen was cracked and shattered, rendering it non-functional and unreadable. There was no information available regarding the impact on the customer's blood glucose level. The device will be returned for evaluation, and a replacement pump was provided to ensure uninterrupted insulin delivery.